Event description:
I have been having constant fevers and back problems, I have headaches, blurred vision, loss of feeling in tips of fingers, and other strange effects that all seem to be related to my breast implants. I have had a ton of testing for other things like my white blood cell count when a doc thought maybe I had cancer, we have tested everything and nothing can be traced to the cause of the constant fevers and cold chills and body aches I have nonstop. Reference report: mw5144622.